Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). A surgical procedure was performed in which the ipp was removed due to unknown reason and replaced with a tactra malleable penile prosthesis. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The ipp was replaced due to the tubing connecting cylinders to pump broke. There were no patient adverse effects.